Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-06649. It was reported that the burr became stuck in the rotawire. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rrotalink¿ plus and rotawire were used to treat the target lesion. During the procedure, it was observed that the burr could not be removed from the rotawire. The rotalink¿ plus and the rotawire were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. A visual inspection was performed. The device was returned loaded in the rotablator. The device was removed from the rotablator. The device was cut in the middle of the device, 171.5 cm from the proximal section, also the body is kinked. The distal section was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06649. It was reported that the burr became stuck in the rotawire. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, it was observed that the burr could not be removed from the rotawire. The rotalink plus and the rotawire were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.